Event description:
Info was received from a respironics international service manager that a terminally ill pt allegedly expired while using this equipment. It was reported that the unit had been in use for three days and suddenly stopped functioning and a continuous alarm sounded. The unit was restarted and continued to function as normal. Error codes were reported to have been logged and were associated with pressure regulation, which could be caused by either the unit or the pt. The unit and alarm settings at the time of the event are unknown. The pt, who was utilizing the equipment via mask, was in the end stages of cancer. The exact cause of death is unk at this time and it is unclear if there was any association with the reported death and the device. The approved indication for the vision ventilator state that the device is an assist ventilator and is intended to augment the ventilation of spontaneously breathing pt. It is not intended to provide the total ventilatory requirements of the pt. The unit has yet to be evaluated. Several attempts have been made to obtain info regarding this event and continued efforts to obtain additional info are ongoing.